Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 and one touch ultramini meter were reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on sept 03, 2008 and again on sept 15, 2008. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the pt was unable to recall any of the details regarding the complaints at the time she spoke with the mas. On the day the pt contacted lfs, she expressed concern regarding obtaining two different results when testing on both subject meters. The pt read the following results taken on the day prior to original date, from her onetouch ultramini meter: "208 mg/dl at 2:11 pm, 286 mg/dl at 9:37 pm and 261 mg/dl at 11:59 pm." The pt also confirmed obtaining a reading of "261 mg/dl" at 10:29 pm that same evening on her onetouch ultra2 meter. The pt reported that when she tested and obtained a reading that evening she took regular insulin (dosage unk but based on a sliding scale) and stated "I don't think I should have done that because my sugar dropped down way then." The pt could not confirm the reading obtained or the meter she tested on at the time she administered the insulin. The pt claimed she developed symptoms of light-headedness and felt like she was going to pass out. The pt further indicated that she treated herself by taking a bite of a glucose tablet. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique to apply the sample and was cleaning the puncture area properly. The cca walked the pt successfully through a control solution test on both subject meters. The control results felt within the specified test strip range. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on one of the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.